Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced a high blood glucose episode of 465 mg/dl. Customer treated the elevated blood glucose with an insulin pen. Customer was not able to complete troubleshooting during the call. Customer was not in auto mode at the time of the incident. Customer reported experiencing diarrhea as a symptom of the high blood glucose. Customer reported that during troubleshooting, the infusion set was disconnected at the quick release and insulin was observed exiting the tubing. The displacement test was not able to detect a reservoir. No product is expected to be returned.